Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented in the ER with shortness of breath. The device was oversensing due to post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Recommended programming changes were made. Dft and further actions will be discussed with the physician.

Event description:
New information received indicates that the patient was in stable condition.